Event description:
The device's base unit appears to be missing 2 internal contacts. Additionally, reported noted that the base unit smells of smoke and shows evidence of burning. No pt or operator inury was reported. Technical suuport requested the return of the suspect product and replacement product was shipped.